Event description:
Patient was admitted to the hospital with apnea and unresponsiveness. The patient was intubated and the lioresal dose was decreased from 1190mcg/day to 700mcg/day. The patient is reported to now be responsive and has been taken off the ventilator. The pump reservoir volume was checked and reported to be within a 25% variance. An xray demonstrated the catheter was located at the t8 level. In 2004, the patient experienced a similar situation that required the drug delivery system to be replaced. The hcp reported the patient also recently had a urinary tract infection that was successfully treated with antibiotics.